Manufacturer narrative:
Testing and investigation at the service center found the device did not power on with ac or dc power. Further testing found leakage from the disposable batteries on the battery door, battery compartment, the middle and bottom printed circuit boards. The probable cause of the corrosion in the battery compartment and no ac/dc power was leakage from the disposable batteries. This device has been identified as part of a product recall. The report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device would not power up on ac or dc power, leakage from the disposable batteries and corrosion was noted in the battery compartment. The device was returned to the biomedical department from the labor and delivery department with a note reporting the device would not turn on. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device would not power up with ac or dc power and corrosion was noted in the battery compartment. No additional info was provided.